Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the pt's implantable neurostimulator (ins). Rep reports the patient had a recharging of ins issue, including communication issue while recharging. Rep reports the pt was recharging their ins for longer periods of time and more frequently. Rep performed troubleshooting by performing an impedance and a coupling check. The cause was not known. Patient and physician chose to replace the device with a newer product since closed loop better fits the pt's lifestyle. The issue was resolved.